Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a low reservoir alarm and was not able to rewind insulin pump. Customer's blood glucose was 50 mg/dl. Customer states that there is an open circle on the screen. Customer reported that low blood glucose was caused by taking extra insulin due to cleaning. Customer treated low blood glucose with food and brought it back up to 230 mg/dl. During troubleshooting, it was found that customer had the "block feature" on. Customer was assisted in turning the "block feature" off.